Manufacturer narrative:
H6: upon receipt of the device ventec downloaded its electronic records (system logs) for analysis and observed that it had previously logged an abnormal power-on event which is indicative of an unexpected loss of power, thus confirming the reported issue. The device was then evaluated by ventec where the reported issue of it powering off by itself could not be duplicated. Proper device operation was confirmed through functional and performance testing. As a precaution, ventec replaced the control board, internal flow transducer (ift), and ift cable. The cause of the reported issue could not be determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device had powered off unexpectedly during use. There was patient use reported, however, there was no reports of patient harm associated with the reported issue.